Event description:
The customer reported at 3:11am he activated a new pod and his blood glucose and insulin history. There was blood noted in the cannula and it was also kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.